Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported insulin is squirting out during the manual prime process. Customer stated she does not want the pump because she does not feel safe using it. Customer stated that insulin is stuck in rewind complete/bolus delivery loop. The insulin pump has pushed out most of the insulin, only one bar of insulin left. The blood glucose reading was 296 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.